Manufacturer narrative:
The lot history record was reviewed for lot d012012. The work order was manufactured and inspected per procedure. A 100% inspection is in place after sterilization to look for this defect. Prior to investigation in 2008 for split o-rings revealed, "the discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring. The incidence rate of this failure type, specifically once the device has been through 100% post-sterilization inspection is very low. This potential failure mode is already known to the operators." Discussion with the vendor did not provide any answers as to why the o-ring split. (B)(4). Reviewed the failure mode with the operators, and operators are aware of the need for care when placing o-rings on foot adapter. The failure mode was addressed during the design control risk analysis process. No further action was taken for this device malfunction. The company continue to monitor complaints for further occurrences.

Event description:
Customer reported nylon fell off of the foot pad of the heart stabilizer. Product was returned unused and upon inspection it was noted that the nylon was intact on both feet. The issue was that the foot/foot assembly came out of the ball swivel because the o-ring that holds it in place was split. The foot/foot adapter assembly was loose in the tray. This problem was noted upon removing the device from it's sterile packaging and it was not used on a pt. There was no pt harm as related to this failure.